Event description:
It was reported that the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR # 2029214-2009-00208.

Manufacturer narrative:
The device involved in this event will not be returned as it was consumed in the event.